Manufacturer narrative:
The manufacturing facility performed a device history review of the lot number reported (75x095): the review showed no deviations or abnormalities related to the reported issue. Two used infusion sites were returned for evaluation. The examination of the infusion sites showed that the cannulas had broken off at approximately 1mm where attached to the base of the sites. Examination under microscopy showed that the cannulas were slightly bent over on one side. The remaining length of cannula was not returned. The examination under microscopy showed no abnormalities in the cannula wall thickness. The investigation could not establish root cause, but did not find any evidence to show the issue was caused by an intrinsic defect in the product.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care user. According to reporter, the user removed the device from skin after infusion and found that a portion of the plastic cannula had broken off and remained under user's skin. No adverse effects to patient reported.